Event description:
It was reported that a patient underwent a procedure with a smarttouch bidirectional catheter and a packing sterility compromise occurred. Upon opening the catheter box, it was observed that the catheter in its plastic casing was without the sterile packaging seal. The catheter was switched to another to complete the procedure. There was no patient consequence. Even though this issue is highly detectable and the catheter was not used, to take a conservative approach this is being reported as there was a compromise in the sterility of the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/08/15. The analysis has begun but is not completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smarttouch bidirectional catheter and a packing sterility compromise occurred. The pouch and the package were not returned for further evaluation. However a picture was provided and it can be observed the catheter was in a two piece tray inside a damaged open unit carton and no pouch is observed. A process evaluation was conducted for potential damage to chevron area. The current manufacture process includes precautions against seal damage. Additionally as part of the process seal inspections are reinforced. These inspections are in place to prevent this type of damage from leaving the facility. Based on this investigation it can be concluded that it is very unlikely that missing pouch happened inside the manufacturing facility. No other complaints were found also there were no units available on the inventory for further analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review was extended to the pouch lot number and no anomalies were found related to the complaint as well. The customer complaint has been verified. However it does not appear to be related to the manufacturing process.